Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the pe anchor screw has loosened after 5 years and became adjacent from the femur.

Manufacturer narrative:
Investigation: no product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause fot this problem is most probably user related. Rational: unfortunately we didnt receive any product for analysis, so we checked the manufacturing documents and did not find any deviations to our specifications. This complaint is the first complaint with this error pattern. Therefore, without further knowledge about the circumstances, we assume a user related error. No CAPA is necessary.